Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the reverse trigger on the core universal driver was able to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device is not available for evaluation.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the reverse trigger on the core universal driver was able to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.